Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was reported to have passed out and later died on (B)(6) 2024. A patient advocate was questioning why their ICD did not deliver shocks that could have saved the patient. The patient advocate was referred to the device clinic to gather more information. All evidence indicates the ICD remains in situ and no additional adverse patient effects were reported.